Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the cannula broke, the anchoring portion of the trocar was broken before usage. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the opened device spiked trocar was received. The circular seal and envelope seal appeared intact. The flanges of the anchor were skewed and broken. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the cannula broke, the anchoring portion of the trocar was broken before usage. The issue was found while device was still in package. They took a new product to continue the case. There was no patient involvement.